Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a0510 captures the reportable event of retraction problem. Block h10: visual inspection of the capio slim device found that the ten riveting pins were in place. No issues were noted on the cage, handle and distal end. However, it was observed that the carrier was misaligned. The carrier was actuated three times and it extended without any issues, however, it failed to retract due to the misaligned carrier that was observed during the inspection. Therefore, the reported complaint for carrier retraction problem is confirmed. No deployment suture was received. Based on the provided and collected information; during the product analysis, it was observed that the device had the carrier misaligned causing the carrier retraction problem observed, and could be caused due to procedure practices such as user technique, handling, or excessive force applied to place the carrier against the ligament. Additionally, the device had dry blood at the distal area which confirms that it was used and manipulated. Therefore, the most probable cause for this complaint is adverse event related to procedure as the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal mesh procedure performed on an unknown date. According to the complainant, during the procedure, the capio carrier would not retract as it normally would. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal mesh procedure performed on an unknown date. According to the complainant, during the procedure, the capio carrier would not retract as it normally would. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.